Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with a saline mentor smooth round moderate plus profile 425cc breast implant and experienced deflation on the right side post-operatively. As a result, the patient underwent removal and replacement with mentor gel breast implants on (B)(6) 2021.

Manufacturer narrative:
On jan 18 2022, the mentor failure analysis lab received the device for evaluation. The device lot number was identified as 6575552. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 425cc breast implant had a crease/fold on the anterior view and extended to the posterior view. Leak testing was performed, according to the mentor procedure, and it identified three (3) tears on the posterior view measuring approximately less than 0.1 cm. A microscopic examination was performed and the cause of the three (3) ruptures could not be identified. Therefore, a thickness measurement was conducted on the shell at the tears, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).